Event description:
During testing and repair at the independent repair center, the irc5po2v concentrator has low o2 (yellow light). This was due to a leaking product tank which led to the malfunction.